Manufacturer narrative:
The bone screw is machined from titanium ti 6al 4v-eli (astm f136 standard specification for wrought titanium-6aluminum-4vanadium eli (extra low interstitial) alloy for surgical implant applications) which is commonly used for implants such as plate/screws for bone fixation. Titanium is non-magnetic therefore, the risk of any ci or MRI interference is minimal. Titanium is generally considered safe and compatible with MRI and does not interfere significantly with the magnetic field of the MRI. In addition, the size of the bone screw that was left in place is approximately 3mm in length with a 1mm diameter.

Event description:
It was reported to the company that after a successful ci electrode array placement, the base of the drive unit was being removed from its fixation (2 self-drilling screws) on the skull and one (1) of the screw heads separated from the shaft during the removal. After attempting to remove the shaft of the screw, the surgeon decided to leave the screw in the skull. The surgical site was closed as usual with no additional issues reported. The surgeon completed the procedure successfully. The broken screw head was returned to the manufacturer. The component (screw) is undergoing in-house inspection to ascertain cause of srew failure. Follow-up status on patient recovery and safe and effective use with implant will be monitored. The bone screw is machined from titanium ti 6al 4v-eli (astm f136 standard specification for wrought titanium-6aluminum-4vanadium eli (extra low interstitial) alloy for surgical implant applications) which is commonly used for implants such as plate/screws for bone fixation. Titanium is non-magnetic; therefore, the risk of any ci or MRI interference is minimal. Titanium is generally considered safe and compatible with MRI and does not interfere significantly with the magnetic field of the MRI. In addition, the size of the bone screw that was left in place is approximately 3mm in length with a 1mm diameter.